Manufacturer narrative:
Patient information was not provided by the site. Images of the issue were received and analyzed. The site collected all of their surface merge points on 1 spinous process. Software investigation findings and conclusions: not a failure, the site did not allow the surface merge registration to complete. The behavior described is the intended behavior of the software. Software is functioning as designed.

Event description:
A medtronic representative reported that during a cervical fusion case, after performing a point merge registration they moved to surface merge and after taking the 5-6th point, the points moved from c2 to c3. The case continued without navigation. Delay was less than an hour. No harm to patient.

Manufacturer narrative:
The IFU which accompanies this device contains guidance for proper surface merge registration and other registration techniques.